Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter the tubing ruptured. The following information was provided by the initial reporter. The customer stated: "after placing the indwelling needle for the patient, the pressure was too high and burst the indwelling needle."

Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 0357724. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue.